Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was discovered the left ventricular lead exhibited high capture thresholds. Fluoroscopy performed showed the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.